Manufacturer narrative:
Database upgrade limits characters; d4 UDI: (B)(4). Investigation is ongoing.

Event description:
As reported from field clinical specialist (fcs), approximately 9 days post tavr with a 23mm sapien 3 ultra resilia valve, the vcc is asking for a review of anatomy as patient has come to hospital ' patient in presenting 'with severe ai, had a tee that shows that one of the leaflets is in a fixed open position'. Upon follow up, the fcs advised that the viv is scheduled for 07.01.2026. An image review was conducted on the CT by edwards clinical imaging, according to the notes, there is severe regurgitation due to a leaflet fixed in the open position on tee. The CT dated (B)(6) 2026 was reviewed in powershare, which appears to be the only study available for this patient with this name and dob. The CT shows a 23 mm sapien valve expanded to 84% of nominal at the waist (20.8 mm). The valve position is low, approximately 50:50 at the right cusp and 60:40 at the left and non-coronary cusps. CT image quality is insufficient to assess leaflet motion. Given the low position, it is possible there is a skirt miss with flow through open cells, which may be mistaken for central ar. Requested the tee for further evaluation. Upon receipt, edwards clinical imaging can assess whether the valve was initially deployed low or migrated post-implant.